Event description:
It was reported the patient experienced 21 episodes of atrial flutter (af)/atrial tachycardia (at) due to the right atrial (ra) lead exhibiting far field r-wave (ffrw) oversensing, which may have affected the right atrium's timing. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)